Event description:
Customer reported that the screen on the insulin pump was stuck after the blood glucose value was entered. She changed the battery and received a button error. Customer stated a button was not pressed for 3 minutes or longer. Blood glucose value was 109 mg/dl before breakfast. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.